Manufacturer narrative:
The reported event of dislodgement was not confirmed. The event of stretched helix was confirmed. Final analysis found the helix length was not within specification which is consistent with having occurred during procedure. No electrical anomalies were detected.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during implant procedure, the leadless pacemaker dislodged from the fixed position while tethered to the delivery catheter. The helix was noted to have become elongated. The procedure was completed using an alternate leadless pacemaker on(B)(6)2024. The patient was recovering.